Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 3998, lot# la1454, implanted: (B)(6) 2002, product type: lead.

Event description:
Additional information received from the patient reported the patient had notified her managing physician about the lead issue and would be meeting with a manufacturer's representative (rep) and the doctor on (B)(6) 2016. The patient noted that the rep and physician would decide what steps needed to be taken at that time. The patient later reported that she was not a "happy camper" because she was having to use her recharger a lot because she had to charge her implantable neurostimulator (ins) every other day since she got it.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was recharging too frequently. The patient recently had an ins replacement and had to charge twice per week with the new ins, but only had to charge once per week with the previous ins. It was noted that with the current ins the patient was given two programs. The patient stated that she was not given high density programming where she didn't feel stimulation. The patient charged to 100% full. The patient had a post-operative appointment scheduled with the implanting physician on (B)(6) 2016. The patient was to follow-up with the health care provider. The patient also reported that on (B)(6) 2016, she was at the dermatologist and when the patient laid her head flat "it" knocked her off the table. Stimulation with adaptive stim was not as positional as she thought it would be. It was noted that this was a sudden change in therapy. Additional information has been requested regarding troubleshooting and outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# la1454, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
Additional information was received from a manufacturer representative reporting that the patient had been seen on (B)(6) 2016 for reprogramming for a change in pain relief. The manufacturer representative stated that they thought the patient's leads might have moved but they were able to program to provide therapy coverage for the patient. The manufacturer representative reported that the patient fell a lot and therefore the manufacturer representative was not able to say when the patient needed further programming. Impedances were checked at 300-400 ohms when they had last checked the patient's system. The patient had a lot of scar tissue. The patient called the manufacturer representative on (B)(6) 2016 and stated that therapy was not working. Stimulation was up to 10.5v without stimulation sensation according to the patient. There was a loss of stimulation sensation. It was reported that the implant was on. The caller was not sure if there was any fall serious enough to cause the system issue since the programming session 2 days earlier on the (B)(6) 2016. Information received from the manufacturer representative on (B)(6) 2016 reported that impedances were checked and determined that the impedances were very high. The manufacturer representative was able to get the patient some relief. The patient was going to make an appointment with their hcp to get an x-ray. Additional information was received from the patient on (B)(6) 2016 reporting that they had been having problems since they got their current implantable neurostimulator (ins) implanted. There were new issues. There was no stimulation. The patient met with a manufacturer representative for reprogramming to try to fix their frequent recharging problem. The manufacturer representative erased the programming during the appointment and then had to completely reprogram it and start over. The programming worked for the patient for 2 hours after the meeting with the manufacturer representative and then ever since the patient stated that it was either not working at all, they would not feel stimulation, or they would only feel stimulation in their ribs. The patient had been working with another manufacturer representative almost every week to work on re solving the recharging frequency issue and the issues with no stimulation and stimulation in their ribs. The manufacturer representative was working on programming the device to "get it right." The patient also reported that they had gotten sick so they had turned off the implant at some point. The patient confirmed that the sickness was not device related. The patient had a return of "so much" pain since they had the implant off. It was reported that the manufacturer representative would "get it going" and then by the time the patient left after the programming session it would still not be working at all or stimulating their ribs. The patient was upset because they were told that in order to resolve the issue the patient would need to have their leads replaced. The patient stated that the manufacturer representative told them the ins battery was not the issue. The patient's last surgery had been to replace the battery and not the leads. The patient was not pleased with the situation. The patient stated that they were still having the charging frequency issue. The issues of pain, stimulation in the ribs, and no stimulation were reported to have started in (B)(6) 2016.

Event description:
The patient's health care provider (hcp) reported the action taken to resolve the reported issues was battery change.

Event description:
Additional information was reported on 2016-12-12 by a manufacturer representative that the manufacturer representative worked with the patient on programming changes during the summer of 2016 but was notified of the revision last week. There had been a change in therapy with an unknown cause. The patient was no longer getting coverage that was as good. The patient recently told their health care professional (hcp) that they wanted the lead replaced so that they could get better coverage like they had in the 2000s. Information regarding the physical specifications of lead types was asked. The 2x4 lead was going to be replaced with a 2x8 paddles lead. It was planned to occur on (B)(6) 2016. The manufacturer representative stated that they were notified of this revision on the first week of (B)(6).